Event description:
It was reported that, when tightening one (1) ref threaded hole cover into a no hole r3 shell, the cover tightened slightly and then proceeded to screw right through the shell into the superior side of the shell. Normally they tighten to a positive stop. The threaded hole cover ended up under the r3 acetabular cup, in effect wedged there by the cup that had been inserted. The only way the surgeon could remove the threaded hole cover would be to remove the already impacted and seated r3 shell which he decided not to do, instead leaving the threaded hole cover in situ where it was, wedged under the r3 cup. The surgeon left the hole cover in situ as it cannot migrate anywhere else (move around like a loose foreign body) or cause such issues that would need further intervention surgically or otherwise. The surgeon found this event unusual, as he has used hundreds of these before and this has never happened. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected and/or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when tightening one (1) ref threaded hole cover into a no hole r3 shell, the cover tightened slightly then proceeded to screw right through the shell into the superior side of the shell. Normally they tighten to a positive stop. The threaded hole cover ended up under the r3 acetabular cup, in effect wedged there by the cup that had been inserted. The only way the surgeon could remove the threaded hole cover would be to remove the already impacted and seated r3 shell which he decided not to do, instead leaving the threaded hole cover insitu where it was, wedged under the r3 cup. The surgeon left the hole cover insitu as it cannot migrate anywhere else (move around like a loose foreign body) or cause such issues that would need further intervention surgically or otherwise, and just wished for it to be noted. The surgeon found this event un usual as he has used 100's of these before and this has never happened. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected and/or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, when tightening one (1) ref threaded hole cover into a no hole r3 shell, the cover tightened slightly and then proceeded to screw right through the shell into the superior side of the shell. Normally they tighten to a positive stop. The threaded hole cover ended up under the r3 acetabular cup, in effect wedged there by the cup that had been inserted. The only way the surgeon could remove the threaded hole cover would be to remove the already impacted and seated r3 shell which he decided not to do, instead leaving the threaded hole cover in situ where it was, wedged under the r3 cup. The surgeon left the hole cover in situ as it cannot migrate anywhere else (move around like a loose foreign body) or cause such issues that would need further intervention surgically or otherwise. The surgeon found this event unusual, as he has used hundreds of these before and this has never happened. The procedure was resumed, after a non-significant delay, with a s+n back-up device. The patient is in good health and has full mobility.